Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer report complaint, as the instrument was returned with the small distal clevis plastic pin broken and missing from the distal clevis; however, the broken piece was returned with the instrument. No other damage was found. On (B)(4) 2013 intuitive surgical, inc. Contacted the da vinci coordinator at the site. The da vinci coordinator indicated that the broken instrument piece was removed from the patient through an assistant port using a traditional laparoscopic instrument. This complaint is being reported due to a fragment from the reported instrument fell into the patient during a da vinci surgical procedure. Per the information provided by the site, the broken instrument piece was retrieved.

Event description:
It was reported that during a da vinci s cholecystectomy procedure, the plastic screw at the distal end of the permanent cautery hook (pch) instrument fell into the patient. The instrument component was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.